Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed noise and oversensing. The lead was surgically abandoned during a device change out procedure. There were no additional adverse patient effects reported. The lead is not expected to be returned.